Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default investigation summary: bd did not receive samples or photos from the customer in support of this complaint, therefore, 20 retention samples from the bd inventory were subjected to functional testing and the issue of underfill was not observed as all tubes were within specification limits. Bd is not able to confirm the customers reported failure mode of underfill with the retain sample test results. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes underfilled. The following information was provided by the initial reporter: "it was reported by the customer that tubes have weak vacuum leading to partial draws."